Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 180 units of insulin during the load sequence. For both events, the customer re-loaded the cartridges to resolve the issues. Customer¿s blood glucose level was between 160-180 mg/dl for both events.